Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device has been discarded.

Event description:
Infutronix received a complaint from a healthcare professional, who reported administration set had a leak of mesna medication but the source of the leak could not be located. Per reporter: "the bag was empty when I retrieved it, it had been hooked up to a patient and it unfortunately did not have any fluid in the bag. I could not locate a source of the leak, whether it was the bag or the tubing cannot be determined." Device operator was a nurse. Medication being infused was mesna. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Event description:
Healthcare professional reported "the pump was hooked up at 1600h and she reported a slow leak at 0130h, patient came into the clinic around 0800h". "The totally volume of bag was 1007ml to run over 16hours at a rate of 62.9ml/hr, there was approximately 50 ml remaining in the bag when the nurse saw the bag." "The infusion was stopped, the patient was going to receive another cycle day treatment that morning, this was day 2 of 3."